Event description:
It was reported that the cadd legacy 1 pump kept alarming and would not infuse remodulin was experienced. Patient switched to back up pump and encountered same problem of pump alarming and not infusing. Patient was asked to do a new mix and try a new cassette, and this solved the problem. Patient incurred approximately 20 minutes of remodulin infusion. Event reported by nurse practitioner. Event reported: faulty cassette. Provider has no further information.